Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The log file contained approximately 17 days of data ((B)(6) 2021 per the timestamp). The log file captured a low voltage hazard and a no external power alarms on (B)(6) 2021 at 07:47:47 due to temporary loss of power while connected to the mpu. The alarms cleared when the power was restored to the mpu. The system controller backup battery supplied power to the system during the loss of external power. The pump maintained a speed above the low speed limit throughout the log file. The mpu was not returned for evaluation. Multiple requests were made to obtain additional information (including if the mpu will be returning for evaluation, the serial number of the mpu, if the mpu has a v-lock power cord, if the power cord came loose from the back of the unit or from the wall outlet, and if there were any environmental circumstances that could have affected the a/c power at the time of the event); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu. This section informs the user of how to properly plug the mpu ac power cord into the wall outlet and into the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file analysis captured transient low voltage alarms on (B)(6) 2021 at around 7:47am and again at around 4:19pm - 4:20pm while tethered on the mobile power unit (mpu) and batteries. At 7:47 am, the controller was momentarily disconnected from an external power source causing the controller to momentarily operate on the backup battery/power save mode. There was no interruption in pump support during this event. This was caused by power to the mpu being briefly interrupted. Log file analysis also showed that at around 4:19 pm the controller was momentarily disconnected from an external power source causing the controller to momentarily operate on the backup battery/power save mode. This was due to depleted batteries in-use/normal battery depletion.